Event description:
Device's jaws became very hot prior to using it on the pt. New, but same type of device was used to complete the procedure. No pt harm. Or staff is contacting rep representative to come get the device.